Event description:
It was reported that the device had a service indication illuminated. Physio-control's device eval found several fault codes logged repeatedly in the memory that indicate a potential critical failure. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.